Event description:
Reportedly, the device was explanted at implant due to poor leaflet coaptation. Patient died within 24 hours post-op. Surgeon is of the opinion the patient was on bypass too long, which led to his demise. See below for further details. Device was sent to tga. An ims report was filed by a dr and an echocardiography was conducted. Per the customer experience report: the patient (male) was admitted as an emergency with acute mr. Pt had other comorbidities such as pulmonary edema. A request has been made for the operative report and copy of the echocardiography; however, since this is a "public patient" getting these reports is more difficult and may be denied. The device history record (DHR) review is in process. No additional information is available at this time.. The patient had the device implanted, the valve was difficult to visually assess once seated due to a small left atrium with difficult access. Once off bypass dr was concerned about the functionality of the valve as severe mitral regurgitation was present (echo eyeball method ¿ backflow to the roof of the left atrium). When assessing the short axis view, the valve did not appear to be closing. The patient was returned to bypass for closer assessment. Dr explained the valve as being unable to reach the plain of coaptation, it appeared as though the leaflets were too small for the 27 mm valve sewing band and stent. A mechanical valve was instead implanted. Unfortunately the patient later passed away in ICU (within 24 hours of the operation). Whilst dr french does not believe the valve was the sole contributor to the patient¿s death, he certainly believes the additional operation time and risk of death was increased by the incident. Dr mentioned the valves fully deployed tricentrix holder (whilst an essential device) makes viewing any potential valve defects prior to implantation almost impossible. Dr french was required to complete an ims (incidence monitoring system) report for the areas department of health. He graded it a sac 2 (where the device is described as a contributor in the patient death). To give you an idea of the scaling system, the highest grade is sac 1 (out of the four point grading system) and it defines the incident as the cause of death, with sac 4 meaning no major consequence. He also had a duty of care to advise the family of the patient that there were some implantation difficulties during the operation.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Evaluation summary: suture track was detected at the free margin of leaflet 1 and 3 at commissure 1. Indentations in the free margins are typical to those made by a suture loop. A suture most likely looped over commissure 1. Creases are evident across the cusp area of all three leaflets; the creases are due to indeterminable reason. No inconsistencies detected in the x-ray.

Manufacturer narrative:
Per the operative report released by the surgeon, emergency CABG x3 and mitral vavle replacement was performed. The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. At 2009, the device is being held by the foreign tga. Additionally, once released to edwards, this device must go through the required 30-days in quarantine before shipment to u.s. For evaluation. When received, this file will be reopened and all tasks will be addressed at that time. This event was determined to be reportable per edwards lifesciences procedures.